Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in the lad coronary artery, the maverick monorail balloon was suspected to have rupture at 11 atmospheres on the initial inflation. A guidant inflation device was also used in this case. No patient injuries were reported. The procedure was successfully completed. Patient status is reported as "good". No additional information is available at this time.

Event description:
It was further reported that this procedure involved stenting of a calcified distal lad lesion. The maverick monorail balloon was being used to predilate the lesion for placement of a competitor's stent. Balloon rupture was suspected when extrusion of dye into the vessel was noted distal to the balloon. Teh patient was asymptomatic during this event. A 7f introducer sheath (type unknown), a 0.014" choice pt guidewire, a cordis jl4 guide catheter (size uknown) and an encore inflation device were also used in this case. The procedure was successfully completed.